Manufacturer narrative:
Initial reporter address (B)(6). Initial reporter city(B)(6).

Event description:
It was reported that vasospasm occurred. A 135/10 renegade hi-flo was used to select branch small vessels during tace procedure for interventional treatment and was used for cross circuity narrow blood vessels. During the procedure, it was noted that due to the uneven diameter and thickness of microcatheter that did not reach the specified parameters, the device could not cross the non-boston scientific 4f catheter. Hence, the physician could only use the 4f catheter in the remote operation which led to the increased risk of complications of the procedure. The device was directly removed and the procedure was completed with a different device. Vasospasm occurred that led to an increased risk of complications of the procedure.

Manufacturer narrative:
E1. Initial reporter address 1-no.1 (B)(6). E1. Initial reporter city-(B)(6).

Event description:
It was reported that vasospasm occurred. A 135/10 renegade hi-flo was used to select branch small vessels during tace procedure for interventional treatment and was used for cross circuity narrow blood vessels. During the procedure, it was noted that due to the uneven diameter and thickness of microcatheter that did not reach the specified parameters, the device could not cross the non-boston scientific 4f catheter. Hence, the physician could only use the 4f catheter in the remote operation which led to the increased risk of complications of the procedure. The device was directly removed and the procedure was completed with a different device. Vasospasm occurred that led to an increased risk of complications of the procedure. It was further reported that diluted lidocaine was provided to treat vasospasm.